Manufacturer narrative:
Updated fields: d9, g3, g6, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that performed a fault search. Additionally, diagnostic tests and functional tests with the simulator for 2 hours where no issues were found and the issue was not replicable. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) had burning smell during use. No harm reported.